Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powers to verify screen with no issues. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 185u. Removed cartridge and verified cartridge was at 185u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 185u, display correctly read 185u. No hypersensitive keys observed on the keypad. Low cartridge warning level was set to 10u. A low cartridge warning was reproduced for the investigation and the pump gave the appropriate sound. Removed cartridge and verified less than 10u remained. Unable to duplicate the complaint. Battery compartment is cracked on the side at the threads and cracked below the bumper pad. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the remaining insulin reading is showing more than what is in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.